Manufacturer narrative:
On (B)(6) 2020. Additional information ((B)(6) 2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated and falsely depressed vancomycin (vanc) results. Hsc evaluated the information provided and the instrument data files. No issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. The customer has reported no further discordant patient results while continuing to use the same assay lot. The customer and instrument are operational. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely elevated and falsely depressed vancomycin (vanc) results were obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
Discordant, falsely elevated and falsely depressed vancomycin (vanc) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s) and were questioned. The same sample was reprocessed the same day with an alternate unknown instrument and lower results were obtained, considered correct and reported. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vanc results.